Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/24/2008, 11/25/2008, 12/01/2008 and 12/08/2008 by phone, fax and mail. A completed questionnaire was rec'd on 12/12/2008.

Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported the pt experienced elevated intraocular pressure which was treated medically on the day of surgery. On the second postoperative day, cells and flare were noted on the examination. The surgeon also reported the pt continued to have some corneal edema nine days postoperatively. A posterior vitreal detachment was noted at one month postoperatively. In a follow up, the surgeon reports the outcome of the event for the pt as "poor".